Manufacturer narrative:
The event date was reported as an unknown day in (B)(6) 2020. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered the primary instead of the intended secondary bag of medication. A registered nurse (rn) had back flushed busulfan with a saline bag and then clamped the light blue clamp to prevent the pump from pulling from the normal saline (ns) bag. The rn programmed pump "for the chemo to go to air". When going to check on the infusion, the rn noticed that despite clamp being activated, the pump continued to pull from ns bag instead of chemo bag. The rn brought another chemo "rm" to assess tubing and found no error in how tubing was hung by rn. In order for the "chemo to run to air", the rn had to manually clamp tubing by holding and pinching the intravenous tubing. The event happened during patient use at the patient room. There was no known patient injury or medical intervention associated with this event. Additional information was received by the customer stating that the pump was put back into service. No additional information is available.